Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.71 volts and the charge time was 20.66 seconds. This device was explanted and returned for analysis without allegation. There were no reported adverse patient effects associated with this clinical observation.

Event description:
It was reported that the patient deceased. Premature discharge of the pulse generator battery was suspected. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.